Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify during use. The following information was requested, but unavailable: what was the procedure date? No further information is available. What is the product code and lot number? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on an unknown date and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.